Manufacturer narrative:
Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from 08-jan-2024 to 18-aug-2024 as per new additional information and which is updated section b3. Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (removed health effect - clinical code 1905 & it's related health effect - impact code 4614) and h6 - (medical device problem code 1069 has been replaced with 2978) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported what led up to the low was having sensor updating alert while exercising at the gym (that was why there was no sensor data and was considered a sensor failure). Customer had a low blood glucose (not hyperglycemia). Paramedics were dispatched for a low blood glucose. Glucose was also taken. Customer reported bottom corner of pump was chipped back in january of 2024. Troubleshooting was done. Pump was used within 48 hours of the low. Smartguard was said to be used. However, sensor was updating, so it is likely smartguard was not used at the time of the low. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump, no sensor data and sensor failure. The customer reported blood glucose value of 17 mg/dl. The customer reported hypoglycemia, hypoglycemia, hyperglycemia treated with ems/ambulance/ER visit, glucose/carb intake, ems/ambulance/ER visit. No troubleshooting was identified. The event involved product(s) mmt-332a, mmt-244a, mmt-7040a, mmt-1884. Customer was using the auto mode/smartguard feature at the time of the event. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Customer did not believe the pump was over delivering. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. The customer would continue to use of the devices, no product return is required for mmt-332a. No product return is required for mmt-244a. No product return is required for mmt-7040a. No product return is required for mmt-1884.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.